Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented all-poly patella 35mm catalog #: 42540200035, lot #: 63038638, persona cruciate retaining cemented narrow femoral component left size 9 catalog #: 42502006601, lot #: 62964340, persona medial congruent articular surface left 10mm catalog #: 42512100810, lot #: 63047361. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient has experienced various levels of pain since receiving a left total knee arthroplasty and was additionally diagnosed with patellar heterotopic ossification approximately ten (10) years post-operatively. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.